Event description:
Customer called to report a hospitalization due to low blood glucose. The blood glucose readings have been low for one week. The current blood glucose reading is 160 mg/dl. The blood glucose reading at the time of the event was 64 mg/dl. Customer experienced heavy sweating, shakiness and confusion. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.